Event description:
Customer reported that after transporting the system from one site to another the system is displaying a no settle error message after taking a shot. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and had the customer check connections. Two connections were found loose on the x-ray controller. After tightening the connections, the system began to perform without error.